Manufacturer narrative:
Product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis, still inside its introducer sheath, within a dispenser coil, inside a sealed biohazard bag, and in a shipping box. Damaged location details: no damage was found with the introducer sheath. All finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. Visual inspection of the detachment zone revealed no electrical etching. The glue domes outside the proximal marker were observed to be damaged. The stent was found to be still attached to the pusher. The stent¿s non-working and working length struts were in good condition. No bends or kinks were found with the pusher wire or marker coil. No other anomalies were noted. Testing/analysis: the solitaire fr 6-30 stent device was pushed out from within the introducer sheath without issue. Continuity testing was performed on the solitaire fr 6-30 stent device. The stent was electrically isolated; the detach wire was not electrically isolated, which is normal. These results indicate that the stent should be able to detach normally. The detachment test was then performed using an in-house solitaire cable set and solitaire detachment box. The stent detachment occurred at 52 seconds. Conclusion: based on the reported information and device analysis, the customer¿s ¿non-detachment¿ complaint was confirmed, as the returned solitaire fr 6-30 stent was still attached to the pusher. However, the root cause of the non-detachment failure could not be determined. Possible causes of non-detachment could include user errors, such as the cables not being connected correctly, a new battery was not used, the needle was placed in fat cells, the detachment zone was not exposed to blood flow, the microcatheter was pulled back too far, the stent was deployed in a vessel bend, correct flush rate was not maintainer, the pusher wire was not placed on a clean, dry surface, or a lack of continuous saline flush or heparinized saline flush during the procedure. In this event, the customer stated that a continuous saline flush was administered and maintained, ruling out a lack of continuous saline flush or a heparinized saline flush during the procedure as a potential cause. Therefore, user errors, such as the cables not being connected correctly, a new battery was not used, the needle was placed in fat cells, the detachment zone was not exposed to blood flow, the microcatheter was pulled back too far, the stent was deployed in a vessel bend, correct flush rate was not maintainer, or the pusher wire was not placed on a clean, dry surface could have contributed to the non-detachment complaint. Additionally, clots can form in the detachment zone if not enough blood thinner is used. In addition, the glue domes outside the proximal marker were found to be damaged. The damage likely occurred when the solitaire fr 6-30 stent device was advanced or retrieved against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for cerebral infarction. It was noted that the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was unknow.  It was reported that the microwire with the microcatheter was advanced to the c7 segment, and a solitaire fr-6-30 stent was selected and delivered through the catheter, successfully retrieving the thrombus. After a 10-minute observation, it was found that the vessel at the c6 segment could not be maintained, so it was decided to detach the stent. However, repeated attempts to detach the stent were unsuccessful , indicating a separation issue. For the safety of the procedure, a new stent of the same specification was used instead, which was successfully detached and implanted. After a 10-minute observation, angiography showed clear and unobstructed vessels, and the procedure was completed.  It is unknown whether there was vessel stenosis proximal to the thrombus site, if the pushwire was torqued during the procedure, how many passes were made with the stent, whether any friction or difficulty occurred, if the microcatheter tip covered the stent¿s proximal marker during retrieval, whether the pushwire will be returned for evaluation, or if the physician attempted to detach the stent. The stent was removed from the patient, and no surgical or medicinal intervention was req uired. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A continuous saline flush was administered and maintained as indicated in the IFU. No other components (e.g., pushwire tip, detachment zone) were retained in the patient.